Event description:
I performed an uneventful breast augmentation on this patient on (B)(6) 2020 and used the inplant funnel to insert her implants per the manufacturer's instructions. On pod#11, she presented with a draining wound of her right breast, night sweats and chills. I took her back to the operating room for washout and implant replacement. I had a similar situation happen on my next 4 out of 10 breast augmentations and I now strongly believe it's the result of some sort of contamination of the inplant funnel. Two of those patients have grown out serratia marcescens. FDA safety report ID# (B)(4).